Event description:
Stryker spine drill became hot to the touch. Physician reported dural tear as a result of drill malfunction.manufacturer response (as per reporter) for drill, stryker spine drillsending a rep for consultation since this is not the first time with similar circumstances. No reply as of yet